Event description:
Customer called into report that her transformer housing has a wide crack in it starting at the back going all the way up and wires are exposed.

Manufacturer narrative:
A replacement adapter was sent to the customer. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow-up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).